Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power supply. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a service history review were performed. The damaged power supply was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.